Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The embolization coil was intact with its pusher assembly and had offset coil winds along its length. While attempting to re-sheath the returned ruby coil with a demonstration introducer sheath, resistance was encountered and the ruby coil could not be re-sheathed. Therefore, the ruby coil could not be functionally tested through a demonstration microcatheter. Conclusions: evaluation of the returned ruby coil revealed that the embolization coil winds were offset. If the embolization coil is forcefully advanced against resistance offset coil winds may occur. If the ruby coil is returned to penumbra without the introducer sheath protecting the embolization coil, offset coil winds may occur. During the functional test, while attempting to re-sheath the returned ruby coil with a demonstration introducer sheath, resistance was encountered and the ruby coil could not be re-sheathed. Therefore, the ruby coil could not be functionally tested through a demonstration microcatheter. The offset coil winds likely contributed to the resistance encountered during the functional test preventing the ruby coil from being functionally tested. The root cause of the reported resistance during the procedure could not be determined. The lantern identified in the complaint was not returned to penumbra for evaluation. Penumbra coils and catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, while attempting to advance a ruby coil through a lantern delivery microcatheter (lantern), the physician felt like the ruby coil was ¿hitting a wall¿ after advancing it approximately half way into the lantern; therefore, it was removed. The procedure was completed using other ruby coils and the same lantern. It should be noted that the lantern was flushed multiple times. There was no report of an adverse effect to the patient.